Event description:
Patient presented back to the physician with continued pain at the ipg site. Physician suspected nerve pain and prescribed pain medication.

Event description:
Patient presented to the physician with itchiness, pain, and a burning sensation at the chest incision site since the implant procedure. Physician administered a steroid injection to address the symptoms.